Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-23184. It was reported the patient is experiencing auto-reducing after suffering a fall due to a seizure from an unrelated issue. The patient has a model 3183 pns (off-label) which showed invalid impedance readings on all lead contacts. The patient also has an epidural lead which showed high impedance reading. X-rays showed both leads have migrated. X-rays also indicated the patient's epidural lead was a model 3245. Surgical intervention was undertaken and the pns lead was explanted and replaced. The patient's model 3245 lead was unable to be explanted due to scarring around the lead; however, the physician was able to slightly reposition the lead. The patient reported effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.